Event description:
The center reported that a donor was walking past an automatic donor scale that was attached to a donor chair. The donor came into contact with the automatic donor scale and rec'd what was described as a 2 inch laceration with active bleeding. The care given was described as follows: the area was made to bleed and was scrubbed for 3 minutes with green soap and alcohol. It was then scrubbed with betadine and prepped with bacdown sterile dressing. The donor had current tetanus.